Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger . Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the rtm (B)(6) revealed a recharge antenna failure, and intermittent no device found message. Insulation is pulled too far out of rtm donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported there is a wire exposed on the recharger where the paddle and cord meet and they got a little bit of a "shock". Caller stated they noticed the damage probably about 2 months ago but then clarified (B)(6) 2023. Agent asked pt confirmed there is no damage to the controller port during the call. An email was sent to the repair department to replace the recharger.